Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt contacted zoll customer support to report that the he was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated at 09:20:31. The rhythm at the time of the treatment is unknown due to noise and artifact. The pt reported that he was sleeping when he woke up and heard the alarms. However, he was looking for his glasses and was unable to stop the treatment in time. The response buttons were pressed after the treatment was delivered. The pt did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4) - (B)(6) 2010 (reuse); electrode belt sn (B)(4) - (B)(6) 2012 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.